Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag was not open enough to let the water in. It was further mentioned that the user tried to put the water in and it was piled over on the top. Per follow up call on 20may2021 it was stated that the drain bags had a problem with the flutter valve and was not allowing the water to pass through.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted 5 opened (without original packaging), dispoz-a-bag. 2 samples were tested. Visual inspection of the samples noted water was able to enter the flutter valve and drain with no issues. No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the drain bag was not opening enough to let the water in. It was further mentioned that the user tried to put the water in, and it piled over on the top. Per follow-up call on (B)(6) 2021, it was reported that the drain bags that had a problem with the flutter valve and was not allowing the water to pass through.